Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, dark blue wire completely cut off, scratches on tip cover, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to extension of the angle wire, scratches on insert serpentine tube, water tightness not maintained due to holes in curved rubber, curved rubber scratches, curved rubber adhesive missing, scratches on curved rubber adhesive part, adhesive part of the lighting lens peeled off, scratches on operation part, dirt on operation part that is difficult to remove, scratches on the insertion part of the serpentine tube, scratches on switch box, scratches on operation part cover, scratches on up/down knob, scratches on the up/down angle fixing lever, scratches on the right/left knob, scratches on grip, forceps stopper scraped, scratches on universal code, scope connector scratched, and scratches on right/left angle fixing knob. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the evis lucera duodenovideoscope forceps elevator wire was cut. Upon inspection and testing of the customer returned device, the scope adhesive part of the lighting lens was found peeled off. In additional, there was gap in the tip adhesive part, or dirt has entered the inside of the lens through the gap (model with forceps stand)). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.